Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was also treated with vancomycin (route, dose and frequency not reported) for the peritonitis. The patient completed treatment with ciprofloxacin and vancomycin and recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis and was treated with ciprofloxacin ip with one manual exchange during the day and also twice daily orally (doses not reported). The patient was discharged from the hospital four days later and was reported to be recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.